Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: the customer reported repeated technical alarm "panel connection lost" see a picture from user: alarm "strata spojenia s panelom= = panel connection lost). Moreover in service department appeared a problem with frozen boot procedure - progress bar stops (also a recuring problem - cer104183). See a short video. The customer requires the ventilator to be replaced.